Event description:
Pt was under hospice care and a curlin 4000 cm5 pump; (B) (4) was connected to her to dispense dilaudid for pain control and sedation. The 100cc's of dilaudid was supposed to last up to three days. Unfortunately, the pump malfunctioned and dispensed the full 100cc's of dilaudid in less than 1 1/2 hours resulting in death from an accidental overdose. The event log on the pump showed that no - zero cc's - of dilaudid had been dispensed. After this incident, the hospice - (B) (6) hospice - took all their curlin pumps out of service. Dates of use: (B) (6) 2010 - (B) (6) 2010, approximate 1 1/2 hours. Diagnosis or reason for use: used for pain control due to cancer and sedation.